Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the biopsy channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The biopsy channel was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿"chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ [inspection of the endoscope] 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. Inspection of the instrument channel¿ 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve.¿ olympus will continue to monitor field performance for this device.

Event description:
A customer reported difficulty in removing the forceps from the forceps channel of the evis lucera elite colonovideoscope. There were no reports of patient harm. The subject device was received at an olympus service center for evaluation. During inspection and testing, foreign material was observed in the forceps/instrument channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During the device evaluation, service found the following: the insertion tube was damaged, tip body cover was deformed, elongated angle wire, a scratched insertion tube, a crack in the curved rubber bond, a burnt distal end of the insertion cover, a dented suction channel, peeled paint on the suction cylinder, scratches on the operation and insertion parts of the device. Scratches on the hardness adjustment ring, switch 1, switch box and operation unit cover; the up/down knob, the up/down angle fixing lever, and the right/left knob; scratches on the grip and the universal cord; and scratches on the scope connector, scope connector cover, and the right/left angle knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.